Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a patient with cardiomyopathy was on an impella 5.5 for mechanical circulatory support. During support, the patient went into ventricular tachycardia requiring cardiopulmonary resuscitation. The physician decided to preventatively reposition the device. It was reported that the patient was hemodynamically stable and survived normal explant.

Manufacturer narrative:
The investigation for the reported ventricular tachycardia (vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vt could not be determined. A.1 revised as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-24155. B.3 date of event was revised as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-24155. E.1 revised first and last name as they were previously entered incorrectly on the initial manufacturer device report number 1220648-2024-24155. H.6 health effect - impact code 4617 was added as it was inadvertently omitted from initial manufacturer device report number 1220648-2024-24155.